Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional testing were performed on the returned device. The reported balloon rupture confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a concentric lesion with mild tortuosity above the inferior epigastric artery (iea). The 9 x 60 mm armada 35 balloon catheter was advanced to the target lesion, but the balloon ruptured at 6 atmospheres (atms). A new 9 x 60 mm armada 35 was used to complete the procedure successfully. No additional information was provided.